Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that three days post implant, the implantable cardiac monitor starting to come out of the implant site so the patient was given antibiotics and the pocket was resealed with glue. The device remains in use. No patient complications have been reported as a result of this event.